Manufacturer narrative:
Results: failure to follow instructions (IFU instructs the user to use before ubd). Conclusions: user error contributed to event (IFU instructs the user to use before ubd).(B)(4).

Event description:
The physician successfully implanted a 2.75 mm diameter x 12 mm length driver sprint rapid exchange (rx) coronary stent system in a patient. Post use, it was noted that the product was used 16 days beyond its use by date. No patient complication or clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).